Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high at over 500 mg/dl. Customer removed the infusion set and stated that it was kinked. Customer stated that it was also itching and she had another blood glucose reading over 400 mg/dl. Customer's current blood glucose is 130 mg/dl. Customer treated with the pump. Customer declined to check for air bubbles and declined to check their settings. Customer was advised to do a complete set change. Customer will be sent tubing clamps.